Event description:
It was reported that during service conducted at the manufacturer facility, the forward trigger would intermittently catch and cause run-on. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.